Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump received failed battery test alarm and weak battery alarm. The customer reported unknown blood glucose level at the time of incident. Troubleshooting was performed related to the failed battery test. The customer was advised that a new battery cap will be shipped to the customer. The customer reported another weak battery alarm and declined to troubleshoot for the issue. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.